Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. The bav caused the valve to dislodge. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(6), ubd: 2022-03-14, UDI#: (B)(4). Additional information was received indicating that, on the day of the procedure, both valves were explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported. Product analysis: the valves were not returned, therefore no product analysis can be performed. B5-updated event description d6b-updated explant date d10-updated concomitant prod h6-updated method code and health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the transcatheter bioprosthetic valves were implanted to replace a medtronic surgical bioprosthetic aortic valve with aortic stenosis (as) and slight calcification. The first transcatheter bioprosthetic valve was placed and a leaflet obstruction from the surgical valve was noted. The surgical valve had a torn leaflet that was pinned blow the inflow of the transcatheter bioprosthetic valve. The torn leaflet prolapsed into the left ventricle and was obstructing the flow at the inflow of the transcatheter bioprosthetic valve. Placement of the valve resulted in mild paravalvular leak (pvl). The second transcatheter bioprosthetic valve was implanted to resolve the leaflet obstruction. Echocardiogram showed moderate pvl following the implant of the second valve. A post-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon to resolve the pvl. During the bav, both transcatheter bioprosthetic valves dislodged. The two valves were not explanted. Following the dislodgement, the valves were pulled back into the ascending aorta by a snare and a non-medtronic valve was implanted. No additional adverse patient effects were reported. The replacement of the replaced medtronic mosaic porcine heart valve was initially reported in regulatory rep #2025587-2021-00094. Product analysis: the valves remain implanted, therefore no product analysis can be performed. B5 - updated event description. D6b - removed explant date (valves remain implanted). H6 - added patient codes e0621 and e2328. Removed patient code e2403. Added device codes a050405. Added method code b20. Removed method code b17. Removed health impact code f1903. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.